Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during flap creation difficulty in lifting the flap resulted in an incomplete flap in an unknown eye during cataract surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to replicate the reported flap quality issue. The nonconforming oscillator was replaced to address the issue. The system was tested and found to meet product specifications. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming oscillator. The manufacturer internal reference number is: (B)(4).